Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred intermittently with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. There was no reported adverse impact to customer's blood glucose level. The customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.